Manufacturer narrative:
The reported event of an embolus could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported embolism could not be conclusively determined. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure an air embolism occurred. Approximately 20 minutes into the procedure the physician observed st-segment elevation on the ECG after the introducer was inserted into the left atrium. The patient was stabilized without any intervention and the procedure was completed.